Manufacturer narrative:
The cause for the false (B)(6) advia centaur xp hbc total results when compare to the test results from other (B)(6) markers is unknown. The patient samples are not available for further investigation. No conclusion can be drawn. The instructions for use (IFU) states in the intended use section: "the advia centaur hbc total assay is an in vitro diagnostic test for the qualitative determination of total antibodies to the core antigen of the hepatitis b virus (hbc total) in human serum or edta plasma using the advia centaur and advia centaur xp systems. This assay can be used as an aid in the diagnosis of individuals with acute or chronic hepatitis b virus (hbv) infection and in the determination of the clinical status of hbv infected individuals in conjunction with other hbv serological markers for the laboratory diagnosis of hbv disease associated with hbv infection. This assay can also be used as an aid in the differential diagnosis in individuals displaying signs and symptoms of hepatitis in whom etiology is unknown." The instructions for use (IFU) states in the limitations section: "the advia centaur hbc total assay is limited to the detection of total antibodies to hepatitis b core antigen in human serum or edta plasma. Assays for the detection of anti-hbc may not identify all patient samples that contain hepatitis b virus or potentially infectious units of blood and may generate false reactive results." "Assay performance characteristics have not been established when the advia centaur hbc total assay is used in conjunction with other manufacturers' assay for specific hbv serological markers." "Assay performance characteristics have not been established for the use of the advia centaur hbc total assay as an aid in determining susceptibility to hbv infection prior to or following vaccination in infants, children, or adolescents."

Event description:
False (B)(6) advia centaur xp hbc total results were obtained by the customer on two patient samples. The (B)(6) results were considered discordant when compare to the test results from other (B)(6) marker.there was no known report of patient treatment being altered or adverse health consequences due to the (B)(6) advia centaur xp hbc total assay results.